Manufacturer narrative:
The autopulse platform in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported that during the morning shift check, the autopulse platform displayed a "system error" message. No other information was provided. There was no patient involvement reported.

Manufacturer narrative:
Following customer's approval to have the autopulse platform serviced, the processor board was replaced to resolve the "system error" issue. Unrelated to the issue, the battery partition cover was also replaced. The platform was further tested and passed all final testing criteria.

Manufacturer narrative:
The customer's reported complaint of autopulse platform displaying system error upon power up was confirmed during functional testing and was attribute to a defective processor board. During functional testing, the autopulse platform displayed ua 136 (internal parameter corrupted) upon power up. A review of the platform archive could not be performed as the data was corrupted. A visual inspection of the returned autopulse platform was performed and found no physical damages to the device. The platform was not repaired as the customer is replacing their platforms. Historical complaints were reviewed for service information related to the reported complaint and there was no similar history of complaint reported for autopulse with serial number (B)(4). On 11/04/2014, the platform was returned for repair due to physical damages.